Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 110010266 g7 osseoti multihole 56mm f lot# 6746471; cat# 110031012 vivacit-e dm bearing 28x44mm lot# 64773374; depuy neck; depuy stem. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision. Approximately 3 months after the revision, the patient started experiencing pain and swelling and is undergoing allergy testing. Surgeon indicated patient may have an allergy to the metal liner implanted. Attempts have been made and no further information has been provided.